Event description:
It was reported that bipolar ventricular lead impedance was around 249 ohms, post implant. Capture and sensing were appropriate. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.